Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported there was a leakage at the lower side of the cassette and it splashed water onto the console during testing. The product was replaced and the planned procedure was completed. There was no patient involvement and no harm to the operating room staff.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported that leakage occurred from the cassette. The sample was tested using a console. The sample could prime, tune, and pass intraocular pressure calibration successfully. The fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage was found from the connectors, the manifolds, the drip chamber, the drain bag, the cassette, the pump elastomer or onto the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The root cause of the customer's complaint could not be established; the returned sample met specifications. No contributing factors could be identified that could cause the customer¿s experience. After the investigation of this complaint, it has been determined that this sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).